Event description:
Device 1 of 2: reference MFR. Report: 1627487-2013-05864. It was reported, the pt may undergo surgical intervention due to not liking the way stimulation feels. The pt plans to discuss the issue with his doctor.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.